Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a patient alert triggered due to high right ventricular lead impedance. It was also reported that there was "inappropriate episode detection due to sensing of noise". The lead was capped and replaced. No patient complications were reported as a result of this event.